Manufacturer narrative:
(B)(4). The device has been requested to be sent for investigation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility ((B)(4)): over infusion.

Manufacturer narrative:
(B)(4). Result of examination: the history log files of the received sample were read and analyzed. The described therapy was not found logged on the day of event. However, the day of event was investigated in detail. The history files revealed no abnormalities. The device operated as intended.